Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by a basic evaluation patient that they were concerned that they have voided so little now, almost like the urination wasn¿t keeping up with their intake. There were no further complications reported.